Event description:
It was reported the physician selected a 30mm gore® cardioform septal occluder to treat a patent foramen ovale. The device was advanced and deployed. Upon device locking, the mandrel moved into the control catheter tip slot and prevented the lock loop from actuating. The physician unscrewed the delivery catheter luer and advanced the catheter to realign the device. The lock loop released, and the device was implanted. After deployment, a small pericardial effusion was noted, which was attributed to the patient¿s anatomy and device manipulation associated with the tip slot issue described above. Approximately 22cc's was drained and patient remained stable throughout the procedure. The patient is reported to be doing well following the procedure.

Manufacturer narrative:
The gore® cardioform septal occluder instructions for use includes but is not limited to the following potential device or procedure-related adverse events associated with the use of the occluder: pericardial effusion requiring drainage. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.